Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior edge side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe since it is not related to the device. Additional observations: crease is observed. Yellow particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and "very deflated". Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade unknown.